Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and is therefore not available for return to the manufacturer for analysis. Additionally, the procedural images were not made available for review. As the device was not returned to the manufacturer for analysis; the alleged product issue cannot be verified.

Event description:
It was reported that re-treatment was performed on a residual aneurysm on the right va, nineteen months post index procedure. The initial flow diverter was implanted with a coil. An unknown flow diverter was placed inside the first implanted flow diverter as re-treatment for the residual aneurysm. The re-treatment was completed successfully. There was no patient injury nor clinical effects.